Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after three years. The device was explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2013 wilsop1. It was also reported that there was a transmission issue with the home monitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d234trk implantable cardioverter defibrillator (B)(6) 2010. (B)(4).